Manufacturer narrative:
Please note that the gender of the patient is unknown. Concomitant devices: chevalier 14 floppy guidewire, fmd; and replacement balloon of lacrosse nse (non slip element), goodman. (B)(46. The device has been received for analysis, but the engineering report is not yet available. However, it will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber pta catheter ruptured at approximately 6 atmospheres (atm). Another non-cordis balloon was used to complete the procedure. There was no reported patient injury. The patient's information was unknown. The target lesion was the right external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. For the procedure, an 8x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. After a non-cordis guidewire crossed the lesion (unknown if there was difficulty), the size was checked by ivus. A saber pta was inserted in the patient and delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, it ruptured at approximately 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown how many times the balloon was inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another non-cordis balloon. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the balloon of a saber pta balloon catheter (bc) ruptured at approximately 6 atm (six atmospheres). Another non-cordis balloon was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. For the procedure, an 8x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. After a non-cordis guidewire crossed the lesion (unknown if there was difficulty), the size was checked by ivus. A saber pta was inserted in the patient and delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, it ruptured at approximately 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown how many times the balloon was inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another non-cordis balloon. The procedure was finished successfully. There was no reported patient injury. The product was returned for analysis. One non-sterile unit of saber 8mm x 4cm 90cm bc was returned. Per visual analysis it was noted that the balloon had been previously inflated and deflated. No other issues were noted. A leak test was performed and a balloon burst was found on the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasions that could be related to the balloon pinhole. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17100748 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.